Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
On (B)(6) 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address large head metal-on-metal bearing and markedly elevated cobalt and chromium. Revision note stated that he had persistently rising cobalt and chromium levels in bloodstream above 7 ppb which was determined to be likely due to trunion corrosion. There was a small amount of fluid in the joint noted. It was also noted that there was a ring of black trunnion corrosion seen just distal to the location of the femoral head sleeve, but the trunnion itself was not damaged and was in good condition. No laboratory values provided for the reported elevated metal ions. No part and lot information provided.this complaint was updated on: jun 23, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.